Event description:
The patient¿s generator and a portion of the lead were received by the manufacturer with no paperwork regarding reason for explant. Analysis was completed on the returned devices. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Additionally, analysis confirmed that the generator performed according to specifications. The treating physician¿s office reported that the last interrogation of the patient¿s device was in (B)(6) 2014. The patient passed away in the community. The treating nurse did not know the date of explant. The patient¿s obituary was found and reported that the date of death was (B)(6) 2014. Good faith attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported from the physician&#39;s office that the patient died at home and they last saw her 4 months prior to her death. The nurse said at that point she was doing well from a neurological standpoint, but they cannot comment on the cause of death because they have not received that information either. The patient&#39;s funeral home indicated that the patient was cremated and the device was explanted but they did not know the cause of death.per the department of vital records in the state that the patient passed away, the manufacturer is not eligible to obtain a copy of the death certificate

Manufacturer narrative:
.